Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the biopsy channel of the device, but the type of the material or definitive root cause cannot be determined. It is also unknown if the reprocessing of the device by the customer was practiced in accordance with the instructions for use (IFU). It is presumed that reprocessing was not conducted properly due to leakage from switch 1 and the biopsy channel. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material exiting from the channel (including auxiliary water channel). There were no reports of patient involvement.